Manufacturer narrative:
The unique device identifier for this device is (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the luer lock of a plexitron extension set would not connect to an unspecified device. This occurred during set up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The over pouch was received opened and did belong to the correct product: however, a different product code was inside the pouch. Should additional relevant information become available, a supplemental report will be submitted.